Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was "having issues" and a polarity switch occurred on several occasions. The rv lead was capped and replaced as the patient was pacing dependent. No patient complications have been reported as a result of this event.